Event description:
The customer reported that while pipetting an antibody screening assay on summit the tech observed that sample was not being delivered to some wells in row 4. This occurred on more than one plate. No error was generated by the summit. No death or serious injury was associated with this incident.